Event description:
It was reported that the patient was recently hospitalized due to infection. The infection was drained, and biopsy was taken. Medication was provided due to this infection. Bodily fluid was seen in the lead insulation during vns generator replacement, however impedance values were within normal limits. Device was disabled during the hospital visit. Device history records were reviewed. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B3. Date of event, initial report inadvertently listed wrong date. 06/23/2025 was used instead of 06/20/2025.

Manufacturer narrative:
H6. Investigation conclusion, initial report inadvertently coded d15 and d12 when it was not needed.

Event description:
New information received. The reported infection per the provider was due to patients' physiology and not vns system and or surgical procedures. The fluid leaks were already present when surgery occurred and not caused by user error and or manipulation. No other relevant information has been received to date.